Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 case by transfemoral approach in aortic position the valve was successfully deployed. During deflation blood was noticed in the atrion syringe. The commander delivery system and balloon were able to be removed through the esheath without problems. No patient injury occurred. When inspecting the removed commander delivery system, it was seems that the lvot calcification had punctured a hole in the distal part of the balloon. The valve was well implanted, and no post dilation was needed.

Event description:
During pre-decontamination of the returned device the delivery system balloon was observed to be burst, longitudinally.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The 29mm commander delivery system was returned with the full loader assembly over the flex shaft, locked in the default position. Full fine adjust was used and no flex used. Visual inspection confirmed a longitudinal balloon burst. Procedural imagery was received and a longitudinal balloon burst was confirmed on the device post procedure. No relevant functional testing could be performed due to the condition of the returned device. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contributed to the observed burst. Measurements taken of the balloon met specification. As a manufacturing deficiency was not confirmed through investigation, a DHR review is not required. Furthermore, an edwards technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The burst balloon was confirmed based on the condition of the returned device, but no manufacturing non-conformance were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As reported in the case notes, the patient had calcification in the lvot which is suspected to have punctured the balloon during inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary is applicable to this complaint as the information available indicates similar root cause, no manufacturing deficiencies were identified, and complaint trending indicates that complaint rates are within control limits. As such, an engineering evaluation is not required.